Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 16 units. Reportedly, the cartridge was filled with 150 units of insulin. Additionally, the customer did not remove air from the cartridge prior to filling it with insulin. Blood glucose level was 586 mg/dl, and was addressed with a correction bolus and a restricted carbohydrate intake. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.